Event description:
Customer reported the power cap module was arcing. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cap module. System operates as intended. This MDR is related to ge healthcare complaint number.